Manufacturer narrative:
On (B)(6) 2021, mentor became aware of an error in the initial report. Field g3: date received by manufacturer was incorrectly submitted as (B)(6) 2021. However, the information that necessitated the submission of this report was actually received on (B)(6) 2021. The initial report was therefore not late. Manufacturer¿s reference number: (B)(4) field g3: date received by manufacturer was incorrectly submitted as (B)(6) 2021 in the initial report. However, the information that necessitated the submission of this report was actually received on (B)(6) 2021. The initial report was therefore not late.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6638531 number, and no non-conformances were identified. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and suffered from a rupture on the right side. Additionally, the patient experienced pain and ptosis bilaterally due to the sized of her implants. As a result, the patient had undergone removal on (B)(6) 2021 and replacement with 300cc silicone implants. The right sided rupture was reported originally under 1645337-2021-08876. On august 25, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.